Event description:
A greenfield filter was implanted on (B)(6) 2010. On (B)(6) 2012, it was noted there was a perforation and migration had occurred. On (B)(6) 2019, the patient experienced deep vein thrombosis (dvt) and pulmonary embolism. Patient was treated for these events. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On (B)(6) 2012, the patient presented with worsening of preexisting lower right extremity deep vein thrombosis. It was documented that the patient was likely not being compliant with the administration of prescribed medications. On (B)(6) 2012, it was noted there was a perforation and migration had occurred. On (B)(6) 2019, the patient experienced deep vein thrombosis (dvt) and pulmonary embolism. Patient was treated for these events. No further patient complications were reported.